Event description:
The following event was reported to nmt neurosciences as part of the data collection study on a clinical study conducted at different european centers: underdrainage due to occlusion at distal catheter.